Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different mobile meters, within 10 minutes: hi, 30.0 mmol/l, 26.6 mmol/l, 27.5 mmol/l and 6.8 mmol/l.(mobile system 1) and 10.2 mmol/l, 9.8 mmol/l, 15.1 mmol/l, 17.5 mmol/l, 3.9 mmol/l, 5.0 mmol/l, 6.0 mmol/l and 2.1 mmol/l (mobile system 2). Each meter used its own test cassette. The lot number of test cassettes used in the meters is unknown. Customer experienced low blood glucose symptoms. No adverse event reported. The test cassettes were discarded; therefore, no product could be requested to be returned for product evaluation.